Event description:
The patient was brought to the cath lab electively for a left heart cath/possible percutaneous transluminal coronary angioplasty (lhc/possible ptca). The patient subsequently underwent ptca/stents of the right coronary artery (rca) after diagnostics were completed. According to staff, the patient grabbed at the equipment that was in place in the right groin. Upon further evaluation after incident, angiography revealed dissection of the rca and aortic bulb. The patient became bradycardic with chest pain 10/10. Cardiovascular (cv) surgeon was called emergently and was on his way. Emergent temp pacer and intraaortic balloon pump (iabp) were inserted. The patient had multiple episodes of ventricular fibrillation (v-fib) and was shocked appropriately. After the doctor arrived, the patient was transferred emergently to the cardiovascular or to undergo surgery. The patient survived the surgery and was transported to cardiovascular recovery room (cvrr).